Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated the patient did not feel stimulation whenever he had been lying down for ¿about 45 minutes.¿ it was noted the patient would feel ¿fine¿ stimulation until the 45 minute mark while lying down. It was further noted the stimulation was confirmed to remain on after the 45 minute mark. It was stated that ¿whenever he is upright, the same thing happens.¿ the patient was reported to ¿feel comfortable stimulation¿ for¿about 45 minutes to one hour¿ upon standing, and then ¿he would not feel stimulation.¿ it was unknown whether the patient had ¿an amplitude programmed¿ for either position. Additional information stated the patient¿s ¿therapy was acting up intermittently.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had intermittent stimulation in his back and both legs. The reporter stated that the patient timed his voltage changes with a timer, and his voltage level did not remain the same as where he left it. It was reported that stimulation would turn off for the patient after he was in bed for some time, and turn back on in the morning when in an upright position after about 45 minutes. The patient wondered if there was some damage done to the lead while it was not properly connected. See MFR. Report 3004209178-2013-07194 for additional information about the unconnected lead. It was reported that diagnostic testing and troubleshooting was performed and device impedances were good. It was noted that future testing may be required. The patient suffered no injury or adverse event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information report that patient had a problem with the adaptive stimulation seemed to change on them. Was reported that the stim works fine but then it just stops. It was reported that it just shuts off on its own, it was reported that the patient does confirm with the patient programmer that the stimulator is still on. It was reported that everything was going well for the patient for a while, and then two weeks after the procedure it started to act "a little funny." It was reported that this happened every time, when laying down or getting up in the morning.